Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6)2013, the sensor was removed and the patient initially claimed the sensor wire disappeared in his abdomen. The patient later located the sensor and discovered that the sensor wire was attached.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.